Event description:
The device was used during a rectal resection. Reportedly the instrument jaws jammed shut. Another device was applied behind the first to remove the jammed instrument and therefore there was unanticipated tissue loss.